Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for instability/dislocation 4 months post-operative. Patient ID : (B)(6).